Event description:
The customer states that the cell-dyn ruby analyzer made an irregular sound an black smoke came out of the back of the analyzer. There was no injury reported. No fire or damage to the facility occurred as a result of this issue.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Investigation summary: on (B)(6) 2008, (B)(6) clinic in (B)(6) reported that the cell-dyn ruby made an unusual sound and black smoke came out of the back of the analyzer. The cause of the issue was the power supply. The power supply was replaced and the instrument was returned into operational status. The power supply was sent back for investigation. The manufacturer, (B)(4) investigated the power supply. Investigation of the returned power supply showed extensive damage caused by the burning. Due to the extent of the damage, it was not possible to ascertain the origin of the overheating. This is the 1st occurrence within a 3-year manufacturing period for this power supply. No corrective action is required at this time; the manufacturer will continue to monitor this defect mode for any further trend. The cell-dyn ruby system operator's manual, list number 08h56-03, revision c, under section 5, operating instructions, system priming, interruption, and standby, page 5-6, notes in the event of an emergency, turn the system main power switch off, as quickly as possible. A review of complaint reports, for the period (B)(6) 2007 through (B)(6) 2008, did not indicate any adverse trend for the cell-dyn ruby, list number 08h67-01, related to the reported issue. (B)(6) 2008 reports are in process. (B)(6) 2008 reports are not available. Based on the investigation, no product issue was identified for the cell-dyn ruby for the reported issue. There is no systemic issue for the cell-dyn ruby product line. This is the final report.